Event description:
The patient reported that she was implanted with a boston scientific device during pelvic floor surgery in 2004. She thinks the device was an obtryx transobturator mid-urethral sling system. She has been having postoperative problems that include bleeding and pain. The patient stated that her urologist advised her that she needs another surgical procedure (specifics unknown) to correct the bleeding and pain associated with the implant. All other information is unknown and reportedly unavailable.